Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 126 ohms. Technical services (ts) reviewed troubleshooting options, which included commanded max energy shocks and increasing the shock impedance alert value. The health care professional (hcp) plans to bring the patient in for further evaluation. This ICD and rv lead remain in service. No adverse patient effects were reported.